Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: a review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. Based on logfile review of the day of treatment, the system passed vacuum, energy, and ablation check without any issue. The logfile showed no aborted treatment. Also, the monitoring of the energy values during the day showed no abnormalities. No technical root cause was identified as the system was operating within specifications. (B)(4).

Event description:
A center director reported a case of (obl) opaque bubble layer and an incomplete flap during flap creation for a lasik procedure in the patient's left eye. The surgeon did not even try to lift the flap and the procedure was aborted. The patient was fine and the procedure was completed by (prk) photorefractive keratectomy one week later.